Manufacturer narrative:
(B)(4). B3: it was reported that symptom onset began (B)(6) 2024. D10: concomitant medical product: lcck nexgen right size f cemented option femoral component: catalog#00599401692, lot#63712895; nexgen distal femoral augment block size f 5mm: catalog#00599003610, lot#63245944, qty#2; nexgen 17mm diameter 100mm length straight stem extension combined length 145mm: catalog#00598801017, lot#63641556; nexgen size 5 precoat cemented stemmed anterior/posterior wedged tibial component: catalog#00598800500, lot#63548576; nexgen 13mm diameter 30mm length cemented stem extension combined length 75mm: catalog#00598801713, lot#63739216; lcck nexgen 10mm height size e,f with locking screw green articular surface: catalog#00599404010, lot#62531565; nexgen all poly patella standard cemented size 35 mm diameter 9.0 mm thickness: catalog#00597206535, lot#63868924; palacos rg 1x40 single bone cement: catalog#00111314001, lot#86694600, qty#2. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was that a patient underwent a revision total knee arthroplasty. Subsequently, six (6) years and four (4) months post-implantation, the patient began experiencing swelling, pain, stiffness, instability, buckling, redness, difficulty walking, and a cracking sound/loud painful pops. Diagnostic imaging was performed and did not reveal loosening of the cemented components. All implants remain implanted and additional medical intervention has not been reported.

Event description:
Upon receipt of additional information, it was determined that this initial report has been filed to the incorrect MFR. A corrected report will be sent to MFR 3005751028.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10 upon receipt of additional information, it was determined that this initial report has been filed to the incorrect MFR. A corrected report will be sent to MFR 3005751028. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.